Event description:
Reporter stated the customer received results of "hi" (>600 mg/dl), 120 mg/dl, and 93 mg/dl within 10 minutes on the mobile system. No adverse event was reported. The alleged product was returned to the first level investigation unit. The mobile system was downloaded and the following results were found from 05/19/2015: "hi" (>600 mg/dl), 148 mg/dl, and 98 mg/dl within 1 minute. The alleged product will be sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.